Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter had been intermittently displaying error 1 messages for the past four months. The patient detailed that she manages her diabetes with oral medication, diet and exercise and continued taking her usual dose of 20mg glipizide in response to the alleged issue. The patient claimed that on (B)(6) 2015, around four months after the alleged issue began, she developed symptoms of ¿shaky, unbalanced and light sweat¿ however denied receiving any treatment. During troubleshooting the cca noted that it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event after the alleged meter issue occurred.